Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: the staples did not form properly. Additional manual suturing was done to correct the problem and bleeding over 500cc occurred. Operative time was extended by more than 30 minutes. No patient info available.